Manufacturer narrative:
(B)(4).

Event description:
Nurse from the doctor's office contacted dexcom on (B)(6) 2016 on patient's behalf to report that the receiver displayed a firmware error on (B)(6) 2016. The nurse from the doctor's office did not report injury or medical intervention. No additional patient or event information is available.